Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts have been received by the manufacturer for evaluation. Event problem and evaluation: on 29-sep-2016, a medtronic representative went to the site to test the equipment. When the batteries were replaced, it was found that tray 3 had one battery with an excessive amount of corrosion on the battery terminal, which made it unusable. A new case was opened and parts were ordered for that case. On 30-sep-2016, the medtronic representative returned to the site to install a new terminal on tray 3 and new batteries were installed. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, when the umbilical cable was unplugged from the imaging system, the x-ray battery levels dropped. No patient was present during this event, so no patient demographics are applicable.